Manufacturer narrative:
(B)(4)

Event description:
It was reported "when checking the lines of a central catheter by injecting nacl we detected a leak on one of the 3 lines at the level of the junction between the junction hub and the skin. After checking, it turned out that only this line had this problem. A new catheter was inserted with consequence that the patient was sedated when insertion of the other catheter." The patient's current condition is reported as "unknown".

Manufacturer narrative:
Qn#(B)(4) the customer returned one, 3-lumen cvc for analysis. Signs of use in the form of biological material were observed on the sample. After failing functional analysis, a small hole was observed on the catheter body towards the juncture hub. Microscopic examination confirmed the damage and revealed that the edges were smooth and uniform. The observed defect seems consistent with damage due to contact with sharps (i.e. Scalpel, scissors, etc.). The overall length of the catheter measured 5 1/2" which is within the specification limits of 5 1/4" - 5 3/4" per the catheter product drawing. The outer diameter of the catheter body measured 0.0705" which is within the specification limits of 0.0690" - 0.0740" per the catheter extrusion drawing. The distal end of the catheter body was occluded and all three of the extension lines were pressurized with a lab inventory syringe. When pressurizing the medial extension line, water was observed leaking out of a small hole in the catheter body adjacent to the juncture hub. Performed per IFU statement , "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed". No leaks were observed when flushing the proximal and distal extension lines. A manual tug test confirmed that all three extension lines were secure within their respective luer hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leaking catheter was confirmed through complaint investigation. Visual and functional analysis confirmed a small hole on the catheter body adjacent to the juncture hub. The appearance of the defect is consistent with damage due to contact with sharps. Despite the damage, the catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "when checking the lines of a central catheter by injecting nacl we detected a leak on one of the 3 lines at the level of the junction between the junction hub and the skin. After checking, it turned out that only this line had this problem. A new catheter was inserted with consequence that the patient was sedated when insertion of the other catheter." The patient's current condition is reported as "unknown".